Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/01/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned. Additional information was requested and the following was obtained: 1. Please provide procedure name and date 2. Please explain in detail what was the issue with the device. What do you mean by ¿the equipment (clamp line) could not perforate the tissue¿ i.e did the device jam? : when the trigger was depressed, no straps were deployed?, "straps" were not adhering/fixing to tissue or mesh?, straps fall out?, straps become broken or deformed?.¿ etc¿ 3. How was procedure successfully completed? 4. Please provide status of product return: the device was discarded by the hospital.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide procedure name and date. Please explain in detail what was the issue with the device. What do you mean by ¿the equipment (clamp line) could not perforate the tissue¿ i.e did the device jam? When the trigger was depressed, no straps were deployed?, "straps" were not adhering/fixing to tissue or mesh?, straps fall out?, straps become broken or deformed? Etc. How was procedure successfully completed? Please provide status of product return.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and the absorbable strap was used. It was reported that during the procedure, the equipment (clamp line) could not perforate the tissue, impairing the fixation of the mesh. There were no adverse patient consequences reported. Additional information was requested.